Event description:
Customer reported: our team inserted a bard 4fr single lumen PICC in a patient. Unfortunately, the patient did suffer from an air embolism secondary to the PICC line. The PICC line was removed as the integrity of the line was in question as a result of the clinical outcome of this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of air embolism secondary to the PICC was inconclusive due to the sample condition. A series of photographs and a video of the implicated 4fr s/l powerpicc were returned for evaluation of this complaint. The catheter had been removed from the patient and was laid out on a wrap or cloth. The catheter contained evidence of use including worn print on the extension leg and molded bifurcation, curved shape memory near the 5cm and 25cm depth markings, and adhesive residue on the extension leg. No splits, cracks, or holes were visible in the catheter. The video was of a functional test of the catheter. A syringe was attached to the catheter luer adaptor and the distal end of the catheter was submerged in a container of liquid. Fluid was seen entering into the syringe barrel when the syringe plunger was retracted, indicating that the catheter aspirated fluid per design. No leaks of fluid were noted during the functional test. No air was seen entering into the syringe barrel during aspiration. As the submitted photographs and video did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive at this time. If the physical sample is received at a later date, this investigation will be updated with the relevant information. The report of air embolism has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential issues. Possible contributing factors for air embolism could include a leak at the connection to an auxiliary device or a leak/break in the catheter. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported: our team inserted a bard 4fr single lumen PICC in a patient. Unfortunately, the patient did suffer from an air embolism secondary to the PICC line. The PICC line was removed as the integrity of the line was in question as a result of the clinical outcome of this patient.